Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.